Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she experienced high blood glucose. Customer stated that hoer blood glucose value was 452 mg/dl and in an hour it went to 62 mg/dl. Customer stated that alarms on the insulin pump have been sounding strange; she changed it to vibrating mode and it vibrates and beeps. She does use all the alerts and cannot turn them off. The drive support cap is recessed. Time, date, basal rates and bolus wizard are set up correctly. Low reservoir and low battery alarms found in history. Bolus history is accurate. Customer was at work and could not complete troubleshoot and stated that she will not be able to call back probably for another week. Customer was concerned the insulin pump will stop working and does not feel safe using it. Nothing further reported.